Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller seem to interfere with the monitors present in the testing lab. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the unit was interfering with the monitor during the procedure. It was stated that no back-up device was available so it is unknown how the procedure was completed. No patient injury or other complications were reported.